Event description:
Medtronic received information that during the implant of this 25mm mitral bioprosthetic valve, after suturing the valve, the surgeon felt there might be a risk of paravalvular leakage and decided to replace the valve with a larger sized valve. It was reported that the 25mm mitral bioprosthetic valve was explanted and replaced with a 27mm mitral bioprosthetic valve. It was also reported that the 25mm mitral bioprosthetic valve did not malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.